Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified white and red particles, flat creases, and curved openings. A leak test was performed and found two openings. A microscopic analysis identified two curved striated openings on the anterior side assessed as surgical damage and nicks with striations assessed as a surgical tool scratch. A fill inspection was performed and identified no blockage in the valve.

Event description:
Health professional reported the patient's body "rejected" the left side implant. Additionally, the "incision never closed, the patient had discharge and the implant fell out while the patient was in the shower." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of delayed healing is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Health professional reported the patient's body "rejected" the left side implant. Additionally, the "incision never closed, the patient had discharge and the implant fell out while the patient was in the shower." The device as been explanted.